Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed several errors during the ivtm therapy was confirmed during the functional testing and the event log review. The error messages observed by the customer were tcmid:01 (pump failed) and tcmid:05 (coolant diff failure). The root cause of the reported complaint was a defective I/o board and lm 34 sensor. The event log review indicated tcmid:01 and tcmid:05 errors, confirming the reported complaint. The thermogard system failed functional testing due to tcmid:01 displayed after the self-test, confirming the reported complaint. The I/o board and lm 34 sensor were replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed several errors during the ivtm therapy. Another thermogard system was used to continue the therapy. No consequences or impacts on the patient. The zoll salesperson downloaded the eventlogs, which indicated errors tcmid:05 (coolant diff failure) and tcmid:01 (pump failed).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.